Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated that the same insulin pump error alarm was also seen in alarm history at several times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring=black. Case type= ngp. On august 26, 2022 customer called in with the following concern: insulin pump error , could be seen in alarm history at several times. P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the device. Device passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 3 was recorded on may 29, 2022, may 30, 2022, june 02, 2022 and on june 04, 2022. Insulin pump error was also recorded on may 29, 2022 at 18:33:15 file = (B)(4) line= 439. The adapt tool also recorded pump error 54, 42, 49 and 68. Per software engineering log investigation insulin pump error was trigger by low pot setting. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies and all connectors were plugged in properly. Isolate to electronic assemblies. Device received with faded serial number label. In conclusion unit came in with insulin pump error due to a sequence of insulin pump error. Isolate to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.